Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons not working) was confirmed. Upon investigation the rear response button was not functional. The response button switch was found to be defective. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that the response buttons on her monitor weren't working. The patient was issued a replacement monitor.